Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences and that the sensor is not reading accurately. The customer indicated that the sensor glucose was 83 mg/dl and blood glucose was 135 mg/dl. Customer does not recall any significant events leading to the range discrepancy. Troubleshooting advised customer on proper insertion and site technique and how to properly calibrate. Customer was advised to wait until blood glucose can stabilize to recalibrate and to reset the sensor. Customer was advised that replacement sensors will be shipped.